Manufacturer narrative:
This report is submitted on march 13, 2019. Registration number (B)(4).

Event description:
Per the clinic, it was reported that the patient experienced an infection at the implant site and subsequently, on (B)(6) 2018 the patient was treated with an antibiotic cream. On (B)(6) 2018 the patient was administered oral antibiotics for 1 week. On (B)(6) 2019 the abutment was removed.